Event description:
Per incident report - (B)(6) 2018 1900 - pt called lvad pager to report that he is hearing brief alarm tones on his system controller. When he hears the alarm the alarm tone it is only one beep but no alarm message is displayed on his controller. Per pt, he has been checking his battery and power connections when he hears the alarm tone and has had secure power connections at all times. Pt is asymptomatic during these episodes when he hears the alarms and is unable to tell what alarm is being triggered. Pt encouraged to look at his controller to see if any active alarms are displayed, none are displayed. Pt encouraged to closely watch his controller if the alarms triggers again and call back on the pager if he feels any different or becomes symptomatic. Pt expressed understanding. On (B)(6) 2018 he continues to have the short intermittent beep coming from his controller while on battery power. This type of intermittent beep has been reported with other hvad pts while on battery power but I'm not sure this is the same thing. (B)(6) will be more aware of which batteries he is connected to when and if he hears more of these beeps. I told him to mark the batteries in some way so he knows which batteries are potentially causing the beep. On (B)(6) 2018, pt called lvad pager to report that he continues to hear intermittent beeps from his controller. This beeping has been happening on and off over the last few days and happened as recently as yesterday. The sound is a single beep exactly like the sound when you disconnect a battery. Pt reports that when the alarm occurred today the battery in the number one position had 3 green bars and the battery in the number two position had one green bar. The pt will hear the single tone beep and look at his controller and describes the following: after the beep, both battery power indicators on the controller switch from green to amber, then the number one power source goes blank (like there is no battery connected.) The battery indicator number 2 is now the active power source but is also amber. Then both battery indicators turn red and give the same single beep/alarm, this lasts for 1-3 seconds. Per the pt the alarm is just a single beep and not a loud continuous tone like when the driveline is disconnected. After the 1-3 seconds with both battery indicators turning red, the alarm resolves and both batteries display green lights. Miquel does report that he felt "something in his chest" when the red alarm happened once but wasn't sure if it was just the panic and stress of the situation. He did not feel light headed or dizzy and did not pass out. The pt reports this happening multiple times today. Most recently when he was bending over to pick something up off the floor. The beeps occurred at least twice during this phone call and I could hear the single beep from this controller. The pt reports that when the beeps have occurred, sometimes he just hears a single beep and then nothing else happens and the battery indicators do not change colors and no message is displayed in the controller display. At other times the battery indicators will turn from green to amber and then back to green, the whole process lasting only 1-3 seconds each time. Pt was told to contact lvad rn via pager if the beeping continues this evening and overnight and if the pt feels anything different during these episodes (lightheaded, dizzy) or if episodes last longer than 1-3 seconds. Pt expressed understanding. Pt was encouraged to switch to wall power and continue to monitor for alarms. Ms is not scheduled to come to (B)(6) until the first past of (B)(6). Pt told that he may need to come to denver sooner if the hf team feels we need to assess his controller and equipment in person." Pt had a controller exchange on (B)(6) 2018 for the same issue. Per the incident report, "starting back in (B)(6) of 2018 pt had been hearing beeps from his primary controller. Pt has heard a strange alarm coming from his hvad controller on and off over the last several weeks. Pt reports that the alarm is quieter than any other alarm from the controller and is a constant low tone lasting about 5-15 seconds. Per pt no lights or message displays during these "alarm" episodes. Pt reports hearing this alarm while at home and this has occurred while he is performing various activities from sitting, standing and even while in bed. On the morning of (B)(6) 2018 this alarm occurred while the pt's bedside nurse was in the room and was able to hear this alarm going off. The bedside nurse connected the pt to the hvad monitor and no alarms were noted in the history screen. After talking with providers and the hf team, log files were sent off to medtronic for analysis. The consensus was to change out the pt's primary controller for safety reasons. New primary controller was set up and programmed to match pt's current settings. Controller change was done while pt was supine in bed. Pt tolerated controller change well and no complications noted. Suction alarm turned on once pt was connected to new controller. Since the controller exchange, pt has been doing well. Most recent labs wnl and no beeps from the controller. Event date for second device: (B)(6) 2018.